Event description:
During a dhs procedure, surgeon was using the dhs/dcs guide shaft with flats to insert a coupling screw. The screw bent, however, the surgeon was able to remove the coupling screw with a wrench and may have damaged the wrench. Surgeon then tried to insert the lag screw and the flanges broke off a second guide shaft, from another set. The pieces were retrieved. Surgeon used another wrench from the second set to insert the lag screw and complete the procedure. The surgeon may have damaged the second wrench. This is 5 of 5 reports for this event.

Manufacturer narrative:
The two alignment tabs are sheared off at their base on both of the returned dhs/dcs guide shaft with flats. The o.d. Surfaces appear to be mushroomed outward - slightly out-of-round - at the distal end of both guide shafts. There are some small dings and gouges on the ods of both guide shafts. No lot number is etched on the guide shafts so the age of the returned devices can not be determined. The complaint conditions for guide shafts appear to be the result of mis-use and not due to any manufacturing or design related issues. This device was used for treatment.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.